Event description:
The customer reported that she "did not feel any cannula insertion;" she checked the site for the cannula but was "not able to see" and therefore, couldn't tell if it was present. Despite this, she proceeded to wear the pod. High bg readings were experienced (396-433 mg/dl), which she believes resulted from a failure of the pod's needle mechanism. The pod will be returned for evaluation.

Manufacturer narrative:
The product was returned and evaluated. It was determined that the needle mechanism had not fired due to interference from a damaged component. The user failed to note this condition which would be visible through the viewing port upon pod placement if labeling is followed. The product user guide instructs the user to "check infusion site frequently for proper cannula placement." It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.